Manufacturer narrative:
It was reported to intuvie that, during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device failed volume testing. The pump was subsequently shipped to intuvie for evaluation. Upon investigation, the device was found to have failed the 30 psi occlusion test, recording a pressure of 18.4 psi, which is below the acceptable range of 22 to 38 psi. However, flow rate accuracy tested within the specification of ±5%. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint# (B)(4).

Event description:
It was reported to intuvie that, during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device failed volume testing. The pump was subsequently shipped to intuvie for evaluation. Upon investigation, the device was found to have failed the 30 psi occlusion test, recording a pressure of 18.4 psi, which is below the acceptable range of 22 to 38 psi. However, flow rate accuracy tested within the specification of ±5%. No patient involvement was reported.